Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pseudocyst during a pancreatic pseudocyst drainage procedure performed on (B)(6) 2024. During the procedure, the stent did not expand. The stent was removed from the patient using forceps, and the procedure was completed with another axios stent. There were no patient complications reported as a result of this event.